Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. The procedure date was on (B)(6) 2015. According to the complainant, during the endoscopic examination, it was found that the gastric antrum and duodenal bulb fused which appeared that the patient has no pylorus. In addition, the patient had deep pressure ulcer located on the small gastric curve. It was also noted that the jejunal tube had a bezoar in the lumen. The jejunal tube was also kinked approximately 10 cm. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson&#38112;disease. The procedure date was on (B)(6) 2015. According to the complainant, during the endoscopic examination, it was found that the gastric antrum and duodenal bulb fused which appeared that the patient has no pylorus. In addition, the patient had deep pressure ulcer located on the small gastric curve. It was also noted that the jejunal tube had a bezoar in the lumen. The jejunal tube was also kinked approximately 10 cm. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information as of august 3, 2016. The reported event deep pressure ulcer located on the small gastric curve was addressed by the peg tube.